Event description:
New information noted that the right atrial lead exhibited oversensing noise causing inappropriate mode switch and low impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right atrial lead exhibited oversensing noise causing inappropriate mode switch. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the right atrial lead exhibited noise causing inappropriate mode switch and intermittent impedance. No intervention was performed. The patient was in stable condition.